Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 118 mg/dl. The customer was advised to disconnect at the quick release and was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. He observed 5 different places where the insulin appeared cloudy. The customer was advised to remove the reservoir from the device, disconnect/reconnect the reservoir and infusion set at the tubing connector, and slowly push insulin through the tubing. He reported that insulin did not exit with a manual plunger push; he later stated that insulin exited but encountered greater than normal resistance with the plunger push. He was advised that the alarm was caused by an infusion set/reservoir occlusion and was advised to replace both.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.